Manufacturer narrative:
Device manufacture date: battery pack - 09/2005. Battery pack - 09/2005. Device evaluation summary: device evaluations of both battery packs have been completed. The reported problem was confirmed. Second battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. First battery pack was found to have an older version of programming. It was reprogrammed, retested and restocked. No adverse event resulted from the faulty battery packs. The patient received replacement battery packs.

Event description:
A male patient contacted lifecor customer support to report that he could not get the system to boot up after taking a shower. He stated that the device was continually alarming. The patient could not communicate what the screen read because he spoke very little english and mostly spanish. A spanish interpreter was conferenced. Support instructed the patient to remove the battery pack and begin again. The patient was confused by the start up and did not understand the response button use to complete initiation of the device. The alarms continued and "to activate device" voice message continued. The patient's daughter was notified to assist. The daughter and support discussed the device's purpose and the different alarms. The daughter was able to assist her father with start-up, showing the correct buttons to press to initiate monitoring and to download. She felt that her father should be able to start the monitor when the battery pack completed charging. When the battery pack was placed in the battery charger, nothing happens. Both battery packs were replaced as a precaution. The territory manager stated that he had great difficulty in getting the patient originally trained. He was supposed to retrain patient prior to discharge, but the family or the hospital did not contact him. Support scheduled a patient/family training session at the patient's home.